Manufacturer narrative:
Conclusion the complaint cannot be verified, the products meet the specification regarding the customer's allegation. Result the delivery accuracy of the insulin pump was tested within the pump drive test on the diagnostic test system and meets the specifications. The technical investigation gave no evidence that the device did cause or contribute to the condition reported by the patient. E4 were found in the history. The occlusion limits were tested successfully. The alarm functions of the pump were tested on the diagnostic test system and meet the specifications. History list: (B)(6) 2013 13:39: the pump triggered the e4 error message 13:41: the pump triggered the e4 error message (B)(6) 2013 14:19: the pump triggered the e4 error message meter: due to the problem description, the accu-chek performa combo is not related to the described issue. An investigation of the accu-chek performa combo is therefore not necessary. Consumables: the unused samples (infusion sets) were visually inspected and tested for flow and leak. All test results were within specifications. The needle tip and cannula tip were tested within acceptable penetration force specification. Neither the cannula nor the introducer needle shows bends or kinks before and after testing. There is no indication that a nonspecific product has been delivered to the customer. The problem mentioned by the customer could not be reproduced.

Event description:
Patient's healthcare company reported the infusion set of the infusion device got bent and the device did not set off any alarm to report the occlusion. Patient is disabled. Healthcare company stated the patient suffered with very strong nausea and vomiting due to hyperglycemia; 4.5 g/l (450 mg/dl) with ketonemia above 4.0. Healthcare company reported was treated at the diabetology service for 4 days. Healthcare company stated the measures were obtained with the xceed meter. The healthcare company wants the materials to be expertized (to study or investigate as an expert); infusion device and infusion set. Patient is currently well. No further information is available. Requested return of the alleged infusion device for evaluation.

Manufacturer narrative:
This incident occurred outside the united states. Information contained within this report is all that is available at this time. If further information is obtained it will be provided in a supplemental report.